Event description:
The device was used to treat a pt. The device reportedly rendered a no shock advised decision when the pt's ECG was analyized. The pt was not resuscitated. The rptr stated that the device did not cause or contribute on the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability. There was no problem with the device observed during the reported event. However, the rptr stated that the individual who reviewed the cassette tape from the reported event stated that, in their opinion, the device should have advised a shock during the reported event.